Event description:
It was reported that during pre-surgery it was observed that the motor device was "heating up". According to the reporter, the part of the device that was heating up did not come in contact with the user. There was no patient involvement. There were no delays to a schedule surgical procedure. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.